Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker had large longevity drop from one follow up to next. The analysis of this device showed that it was depleting prematurely. Furthermore, the power has been increasing steady for the past year. This was consistent with the degradation of a hardware component due to the presence of hydrogen gas in the sealed device environment. This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Boston scientific received information that this pacemaker had large longevity drop from one follow up to next. The analysis of this device showed that it was depleting prematurely. Furthermore, the power has been increasing steady for the past year. This was consistent with the degradation of a hardware component due to the presence of hydrogen gas in the sealed device environment. This pacemaker device was explanted. No additional adverse patient effects were reported.